Event description:
It was reported by a field service tech that there was unintended activation with the handpiece while the equipment was being tested during an on-site maintenance visit at the account. This did not occur during a surgical procedure. There was no patient involvement. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the manufacturer for service. An evaluation will be conducted, and a follow-up repot will be submitted if the results of the quality investigation require one.